Event description:
It was reported that an occlusion alarm occurred, but the customer did not have the pump available for troubleshooting, and the alarm number could not be verified. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. A one-time pump replacement was provided by the technical support team. The customer was advised to use their current pump as backup therapy until the replacement arrives. Additionally, they were informed about the updated software in the new pump and the necessary procedures for using and returning the pumps. The customer understood and acknowledged the instructions provided.